Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant devices: dilatation catheter: lacross laxa 2.0x15, guide wire: sion blue, guide catheter: mach1 6fr fr4. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that there was resistance encountered by the xience prime stent delivery system (sds) with the guiding catheter during removal after the sds was unable to cross the mildly calcified target lesion in the distal right coronary artery. The sds was successfully removed from the anatomy and the xience prime stent struts were found to be flared. A non-abbott stent was used to complete the procedure. There was no clinically significant delay in the procedure and there were no adverse patient effects. No additional information was provided.